Event description:
Had boston scientific spinal cord stimulator implanted (B)(6) 2013. Within last 3 wks, battery recharger stopped working. There is 1 yr warranty on device. Despite numerous phone calls to boston scientific corporation, they have refused to honor warranty. Device had now completely shut down and it is only 5 months old.